Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n523712, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The patient reported that when the implantable neurostimulator (ins) was first activated, the amplitude level was 0.8 on the right side and the left side was 6.5. The patient met with a manufacturing representative (rep) on (B)(6) and the rep erased all of the programs stored in the ins and reprogrammed it. Now a comfortable amplitude level was 1.6 on both sides. While the patient was not getting anywhere close to the level of pain relief that he received during the brief trial, at least he did not have to recharge the unit every 2-3 days. Another issue the patient had with the unit was that it would not maintain the adaptive stim (as) amplitude settings. The left side would jump from 0.5 to 6.5 for no apparent reason. When lying on his right side the unit indicated l, on his left side it indicated r, and on his back it indicated f and so forth. The rep deactivated the as feature and he no longer got surprises when lying down. The rep reported that as was turned off because the patient did not like the as feature. It was noted that the patient did not tell the rep about stimulation suddenly increasing. The patient's relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the implantable neurostimulator (ins) and the leads were removed on (B)(6). The physician was unable to thread leads through the spinal column due to "scar tissue." It was hoped that placing new leads in the epidural space of the spinal column would offer the pain relief the patient was not receiving with the leads near the waist. There were no device issues noted. The manufacturer representative neither had any devices in possession nor was she aware of any analysis being requested by an hcp for the devices. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported the steps taken to resolve the adaptivestim settings and inconsistent amplitude settings were having adaptivestim turned off on (B)(6). The issue with adaptivestim and inconsistent amplitude settings had not been resolved.